Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, and patient reported their device had been shocking them and that it was unbearable. Patient mentioned that they should be feeling in their pelvic but that they were getting the shocking in the left side of their back and peeing themselves. They've had two manufacturer representative (rep) try to adjust their programs however they were still experiencing the shocking. Patient also mentioned that their hcp has taken an xray. They've also tried turning the stimulation off and turning the stimulation down to the lowest it could go but that still didn¿t help. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va0g10u implanted: (B)(6) 2016. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had a loss or change in therapy as they still had urgency/frequency issues like they ¿can¿t hold it¿ which started about a week ago. They already had a couple of accidents toady while at work. It was noted that the patient was just reprogrammed a week ago. The patient also reported that the ¿wires came loose¿ and they had a loss of stimulation which occurred over 2 weeks ago. The patient was redirected to follow up with their healthcare professional (hcp) for the issues. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.